Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. An impedance check revealed high impedances on multiple contacts of one lead. X-rays were done and showed possible fracture. As a result, the patient's leads were explanted and replaced on (B)(6) 2015. The issue was resolved by surgical intervention.